Event description:
It was reported that the patient presented for a pacemaker change-out procedure on (B)(6) 2023. During the procedure, the right atrial (ra) lead could not be removed from the header of the device. The lead was capped on (B)(6) 2023 and was replaced. The patient was in stable condition.